Event description:
On (B)(6) 2026, the user reported experiencing a high glucose event at approximately 9:23 am central time. The user reported a fingerstick blood glucose (bg) value of 253 mg/dl. The user did not seek medical treatment and reported resolving the event independently by taking glucose. The user's healthcare provider was aware of the event and advised that no additional action was needed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.